Event description:
My story starts in 2010, after my third child was born. I decided to get a essure placement for birth control. My body immediately rejected the essure coils. I have never had women issues like this until the essure placement. Before my pregnancy and placement of coils , I was a healthy woman running 2 miles a day. About 3 weeks after placement I had to go to the emergency room with massive cramping. I was diagnosed with a pid infection from the implantation of the coils. I have not been out of pain since, especially the left side pain. I started experiencing the following: periods every two weeks of skipped periods, excessive pain in the left side (like a knife sticking into you), cramps so bad I cannot stand up, excessive menstrual bleeding, clots or tissue in menstrual bleeding, fainting, black out spells, fatigue, increased migraines, blurry vision, floaters, weight gain, constipation, bloating, diarrhea, nausea, dizzy spells, foggy brain, back pain, increased uti's and random rashes/hives. I had the coils removed and tubes removed in 2013 and discovered in 2014, they broke apart and metal was left in my uterus. I may need a hysterectomy now.